Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A consumer implanted for non-malignant pain and rsd/causaglia-complex regional pain syndrome reported via the manufacturer¿s representative (rep) that ¿stimulation stopped working,¿ and they could no longer feel stimulation at the highest amplitude. An impedance check was performed which showed all impedances were greater than 10,000 on both leads. Different programs were tried as well as changing references. When the reference was change to one instead of zero a few electrodes were within range, but didn¿t offer the coverage the consumer needed. The consumer needed knee and below coverage, but received stimulation in the ribs and upper thigh. As a result a lead revision was going to take place, but had not been scheduled yet. No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.